Event description:
The customer called because he had received a high glucose reading of 534 mg/dl. While troubleshooting, he performed control tests and received a result of 161 mg/dl. The normal control range was 88-120 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test stirps were sent to the customer.